Manufacturer narrative:
An extensive investigation was conducted for complaint # (B)(4). On (B)(6) 2014, the office reported that they did a zoom procedure on a patient and the patient's gum area between 8 & 9 turned black and puffy. Dentist had the patient use antiseptic rinse. Patient is now fine. The investigation included review of bath history record for zm2665 zoom ch kit lot #14052001 (chairside gel 22-3764 lot #14048021). In addition, the retain sample for sku (B)(4), lot #14048021 was tested and it was found to be within specifications. No other quality issue was revealed during the reviewed of said records. The device history record for the zoom ap lam, zm2501 serial # (B)(4) is not available for review since the lamp was manufactured in 2005 and the record retention for the DHR is five years. Based on the investigation, it appears that this is an isolated incident. Discus dental will continue to monitor for similar incidents.

Event description:
On (B)(6) 2014, the office reported that they did a zoom procedure on a patient and the patient's gum area between 8 & 9 turned black and puffy. Dentist had the patient use antiseptic rinse. Patient is now fine.